Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports a delayed hypersensitivity reaction which physician associates with the application of juvéderm® volux. Patient injected with juvéderm¿ voluma¿ with lidocaine in ck1, t1, ck3, ck4. Juvéderm¿ voluma¿ with lidocaine applied to c1, c2 and juvéderm® volux applied to jw4, jw5 3 weeks later. "No reaction" occurred with these injections. 7 weeks later, juvéderm® volux was injected to jw4, jw5, juvéderm¿ voluma¿ with lidocaine injected to c6 and juvéderm¿ volift¿ with lidocaine injected to lp1-u, lp1-l, lp6, nl1, nl2. Chlorhexidine noted as skin prep. No reformulation or mixing. Patient returned for follow up 2 weeks later and swelling of the chin was noted. Prednisone/cipro/biaxin provided as treatment. Via phone follow up (patient missed follow up appointments) 5 days later patient reports an improved chin. 2 more weeks of biaxin 500 bid and cipro 500 bid provided. A week and a half later, symptoms were 50% resolved, antibiotics continued. Patient experienced inflammation, swelling, erythema and resolving tender, mild nodules the following month. Symptoms occurred under eyes. Biaxin/cipro x 1 more week and further follow up advised. The reaction began where juvéderm® volux was injected and then spread to the upper face. Symptom resolution occurred. This is the same event and the same patient reported under MDR ID# 3005113652-2020-00022 (allergan complaint # (B)(4)), MDR ID# 3005113652-2020-00024 (allergan complaint # (B)(4)) and MDR ID# 3005113652-2020-00025 (allergan complaint # (B)(4)). This MDR is being submitted for second injection of juvéderm¿ voluma¿ with lidocaine.